Manufacturer narrative:
H10. Updated sections d4-expiration date and h4. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Updated h6 (component, type of investigation, conclusion).

Manufacturer narrative:
H3. Device evaluation: customer report of difficulty cutting holder suture was confirmed. As received, konect holder suture was intact at the cutting well. Konect device had been cut off and detached from handle at the valve end; konect device was not returned. All cut green suture ends appeared straight and even. One of the sutures at the cutting well appeared to be overlapping the other sutures. Overlapping sutures are not accepted per procedure. A used lab scalpel was used to cut the bundle of green sutures at the cutting well and was able to cut through after a few tries. Photo provided appeared consistent with lab findings. H10. Updated d9, h3, and h6 (type of investigation).

Manufacturer narrative:
The device was not returned to edwards for evaluation. There are times when the surgeon has difficulty using the device holder during the procedure. In this case the sutures could not be cut and the surgeon introduced a surgical instrument across the dacron graft to cut them. A definitive root cause could not be determined at this time. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that during a bentall procedure with hemi arch replacement, the single point release system of this aortic valve conduit could not be cut. As reported, the surgeon attempted twice with a reusable scalpel without success because the sutures were too strong when grouped together. Finally, three individual cuts were made, cutting each single suture at base of the valve holder and the valve cuff to release the handle. In addition, it was also reported that low velocity intravalvular jet was observed on post-operative echo which dissipated later with protamine. Patient was closed and exited the operating room with no jet seen and valve functioning well with no aortic regurgitation or leak. The patient was noted as to be doing very well post-operatively.